Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
During biopsy user detected the needle tip kink, and the sheath length adjustment screw slippery and cannot lock. A section of the device did not remain inside the patient¿s body.

Event description:
Supplemental report is being submitted as a cancellation report following the completion of the investigation on 25-aug-2025 as the complaint no longer meets the description of a reportable incident (locking/unlocking is not smooth overall risk assessed as category iii (no risk)). FDA MDR reporting not required: the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur. No adverse effect to the patient was reported as occurring. Additional information received on 20 mar 2025. 1. Please describe the location in the body for the intended target site (pancreas, stomach, lungs, etc.) (If lungs, which lymph node was being targeted? E.g., 2r, 2l, 4r, ao, ar, 11ri, 11s, etc.) Pancreas. 2. Please describe the size of the intended target site. Around 2*3cm 3. Was gaining access to the target site difficult? No. 4. Was puncture of the targeted site difficult? Yes, needle advancement difficulty. 5. What is the scope manufacturer and model number that was used? Kai li fan scan endoscope. 6. Was the scope recently service/repaired? New endoscope 7. Was the device used in a tortuous position? No. 8. Are images of the device or procedure available? No 9. Was the device damaged in packaging before removal? No 10. Was the device damaged on removal from packaging? No 11. Was force required to remove the device? Yes 12. When was the issue noted? E.g., on advancement of the sheath/needle or on needle retraction? Needle advancement 13. Were any other defects (other than the complaint issue) observed on the delivery system (e.g., kinks) prior toreturn? No. 14. If not with the device in question, how was the procedure performed and/or finished? With a new needle 15. Did the patient require any additional procedures as a result of this event? No 16. If additional intervention was performed, was it during the same procedure as the device failure or was itscheduled for another day? No. 17. If the report involves a kink, bend, or break in the needle, where is this located on the device (handle end(proximal end) or patient end (distal end))? Patient end 18. Was gaining access to the target site difficult? Yes 19. Was force required on insertion of device into scope? Yes 20. Was resistance felt while inserting the device through the scope? Yes, resistance while out of channel. 21. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? No 22. When was the issued with the product noted? On advancement of the sheath/needle or on needle retraction? Needle and sheath advancement. 23. Was the endoscope in a flexed or twisted position at any time during the procedure? No. 24. Was the stylet partially removed when advancing the needle into the target site? Yes 25. Was the syringe used during the procedure, after the stylet was removed? No. 26. Was difficulty experienced while retracting the needle? No. 27. Was it possible to be fully retract before removing the needle from the patient? Yes 28. How many samples were obtained (passes completed) with this needle? 2 29. Did any section of the device detach inside the patient? No. 30. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? No. 31. For procore needle, is the device damage located at the notch/core trap? Not answered. 32. If an ebus procedure, did the needle tip hit the cartilage rings of the trachea? Not answered 33. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No. 34. Was the stylet fully in place inside the needle when advancing into the targeted site? Yes.

Manufacturer narrative:
Supplemental report is being submitted as a cancellation report following the completion of the investigation on 25-aug-2025 as the complaint no longer meets the description of a reportable incident (locking/unlocking is not smooth overall risk assessed as category iii (no risk). FDA MDR reporting not required: the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur. No adverse effect to the patient was reported as occurring. Device evaluation: (B)(4) unit of lot c2197322 of echo-19 was returned evaluation opened in its original packaging. An image was shared by the customer which confirms the distal end of the needle kinked. The device related to this occurrence underwent a laboratory evaluation on the 06 feb 2025 and re-evaluation on 20 aug 2025. On evaluation of the devices the following observations were made (06 feb 2025): visual inspection: severe kink observed just below sheath extender. Distal end of needle examined, and no issue observed. Brass insert section of sheath extender examined and no issue observed. Functional inspection: sheath extender able to advance and retract without issue. Attempted to advance needle handle but unable to. Manually straightened kink below sheath extender and advanced needle handle. Sheath adjuster advanced to position three and thumbscrew tightened. Attempted to advance and retract sheath extender and unable to. Removed thumbscrew from device, examined it and no issue observed. On re-evaluation of the devices the following observations were made (20 aug 2025): visual inspection: distal end of the needle examined and damage observed at the notch of the needle manufacturing records: prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for echo-19 of lot number c2197322 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: the warnings section of the instructions for use, ifu0101 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use (ifu0101). Image review: an image was not returned for evaluation. Root cause analysis: definitive root cause for the customer complaint could not be determined. However, a possible root cause could be attributed to the thumbscrew possibly becoming misaligned during use and/or was not fully tightened, which may have led to inadequate fixation of the sheath during the procedure. This lack of stability could have caused the needle to move unintentionally or experience resistance during advancement or retraction, resulting in kinking at the needle tip as observed. Another possible root cause could be attributed to the device may have been subjected to excessive force during advancement or manipulation, especially if the screw was not adequately tightened, which could have further contributed to both the inability to lock the sheath and the needle tip deformation. Additionally, the proximal kink observed below the sheath extender during the lab evaluation may have occurred during transportation of the device back to cirl, as the customer confirmed that this was not observed prior to return. Corrective action/correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: confirmed quantity of 1 device, confirmed used. According to the initial reporter, the patient did not require any additional procedures due to this occurrence. Investigation findings conclude that a definitive root cause for the customer complaint could not be determined. However, a possible root cause could be attributed to the thumbscrew possibly becoming misaligned during use and/or was not fully tightened, which may have led to inadequate fixation of the sheath during the procedure. This lack of stability could have caused the needle to move unintentionally or experience resistance during advancement or retraction, resulting in kinking at the needle tip as observed. Another possible root cause could be attributed to the device may have been subjected to excessive force during advancement or manipulation, especially if the screw was not adequately tightened, which could have further contributed to both the inability to lock the sheath and the needle tip deformation. Additionally, the proximal kink observed below the sheath extender during the lab evaluation may have occurred during transportation of the device back to cirl, as the customer confirmed that this was not observed prior to return. Complaint is confirmed based on visual and/or functional inspection.